Manufacturer narrative:
On 27 july 2016 the medical director reported that due to the lack of x-rays and information it is not possible perform a clinical evaluation. Batch review performed on 02 august 2016: (B)(4).

Event description:
The patient came in due to feeling unstable. The cause of the instability may be due to poor bone quality. The surgeon revised the stem and head. The surgery was completed successfully. X-rays and explants are not available.